Manufacturer narrative:
Initial and final MDR 1877118 - device 2 of 3. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with three infusion sets fell off during use on 12-apr-2024. The infusion set was used for approximately 48 hours. The blood glucose level was 80-140 mg/dl. Further, the patient replaced infusion set and resumed insulin deliveries successfully. No further information available.